Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code air-in-line. Technical support: 1. Replace the ail assembly. 2. Return module back to factory. A review of the device history record showed the device had a manufacture date of 13apr2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Replace the ail assembly. 2. Return module back to factory. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer h3 other text : no product returned.

Event description:
It was reported that there was an air in line error code. Per tech support, the ail assembly would need to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an air in line error code. Per tech support, the ail assembly would need to be replaced. There was no patient involvement.